Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip open cable was found to be frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was instrument board recognition test failed. The instrument was inspected for recognition using an in-house da vinci robot system. System failed to recognize the instrument on multiple installation attempts. Additional observation not reported by site was corroded clamping pulleys. The instrument's housing was removed, and clamping pulley was found with corrosion. Engineering concluded that the corroded damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported that cables were coming out from the tip on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.